Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly and no e/a alarm unspecified anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error during basal and not able to rewind the insulin pump. The customer's blood glucose value was 109 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.